Event description:
There was no pt involved in this event. This device was reported because the end user noticed that there was something loose inside the device.

Manufacturer narrative:
Initial testing of this device revealed that the device would not connect to (B)(4) software. The device was disassembled and it was confirmed that the screw for the +ve terminal on the usb cable had become loose and had fallen out. The info obtained from the device revealed that it had performed to specification from (B)(6) 2008. Testing concluded that the device was able to perform to specification and that the missing screw would not have prevented the device from performing as intended during a sudden cardiac arrest (scr). The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.